Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the place where the cassette was loaded. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no visible damage noted on the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted; product met specifications. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.